Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the first 3 steps of deployment of the starclose se device went faultless, the sheath split completely and there was no resistance advancing the thumb advancer. However, when the clip was deployed on step 4, the clip remained on the distal end of the exchange sheath. Resistance was noted during removal of the starclose device due to the un-retracted locator wings. The safety release mechanism was used to retract the locator wings. The starclose se device was then removed with no resistance noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the thumb advancer was confirmed based on the returned device condition. The reported difficulty to remove could not be replicated in a testing environment as it was likely related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified similar incidents from this lot. The reported difficult to remove, vessel locator wing retraction problem and subsequent treatment appears to be related to circumstances of the procedure. The reported failure to deploy the clip and clip caught on the distal end of the sheath was concluded to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.